Event description:
Customer called to report the insulin pump wasn't working. Blood glucose reading was 600 mg/dl. The customer had bolused after lunch the previous day and her blood glucose did not go down. Customer had to treat with manual injections to bring blood glucose down. Blood glucose reading was 170 mg/dl this morning. Absence of no delivery alarm was confirmed. Troubleshooting was performed. The drive support cap was found to be damaged and flush. No other anomalies were noted. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted on pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).